Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.